Event description:
An initial MDR regarding this case was filed 16-feb-2023 (report number 3016798778-2023-00004). Additional information was received by millyard advanced medical products, llc on 10-apr-2023 by way of a completed technical investigation on recently received materials from kit (B)(6) that were in use by the patient during the referenced event. Investigation of the returned materials confirms the logs show that pump (B)(6) generated an occlusion alarm and a cassette removed alarm on the date of the complaint, and was used for approximately one additional month before it was returned. The logs before the occlusion alarm are consistent with behavior seen in real occlusions. Pump (B)(6) was not paired to remote (B)(6) when received for investigation but was successfully paired once placed into pairing mode. Both pumps were run to ensure functionality, and no issues were observed. No cassettes were returned, so no further investigation is possible.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products llc on (B)(6) 2023. The patient reported awaking to find his pump wet and not working. The patient reported being lightheaded with oxygen saturation of 78% which improved to 82% with supplemental oxygen. During troubleshooting, the pump was opened to replace the battery, but the pump was inoperable and the inside was wetted. The patient reported to the specialty pharmacy that he had no cassettes left. He was directed to go to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests.